Event description:
It was reported that the pump has a system failure. No patient injury reported.

Manufacturer narrative:
Operator of device is unknown; no further information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: both tamper seals are broken. Cracked keypad and support lens. Some dead lcd pixels. Primary audible alarm power on self test alarm observed in the event history log. Power up process, audio test, occlusion test. Cannot duplicate any primary audible alarm error. Noted interconnect pcb high profile c9 capacitor is present. No problem was found. Adc counts were within spec. Replaced interconnect board as a preventative measure. Performed power up process, audio test, pm and all functional tests which passed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.